Event description:
It was reported that the customer was hospitalized with a blood glucose reading of 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. No insulin exited during the prime test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.